Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The device history record was unable to be reviewed, as the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-offline due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) for the indication of biliary obstruction, the patient sustained an esophageal tear and mucosal disruption but no intervention was required. It was reported that there was no abnormality in the appearance of the distal end cover (cap) before or after the procedure. The physician does not routinely perform suction upon withdrawal of the duodenovideoscope. The distal end cover is not available for evaluation. The patient's current condition is described as stable. No additional consequences to the patient have been reported. This report is related to patient identifier number (B)(6), which was reported under MFR. Report number 8010047 - 2021 - 06328.